Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the cardiac monitor could not be interrogated due to a software error.